Event description:
Philips received a complaint on the dfm100 device indicating that the external paddles are faulty. There was no patient involvement. The bench repair engineer evaluated the device at the repair facility. It was determined that this was a malfunction of the external paddles (defective) which were replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.